Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils, a lantern delivery microcatheter (lantern), and a guidewire. During the procedure, the physician experienced resistance while advancing the ruby coil into the lantern and the pusher assembly of the ruby coil broke. Consequently, the ruby coil unintentionally detached partially in the lantern and partially in the patient's vessel. Therefore, the physician used a snare device to remove the ruby coil. The procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.